Manufacturer narrative:
Investigation summary: catalog number: 367983. Batch number: 2076529. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: when the doctor conducted venous blood collection on the patient, after the blood collection needle was inserted into the vein, the other end was connected to the vacuum blood collection vessel, and the blood could not flow into the tube, the doctor immediately replaced the blood collection vessel with the same batch number, and successfully completed the venous blood sample collection. This was an occasional occurrence and did not cause any harm to the patient.